Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection at the pocket site. The patient was hospitalized and given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The patient remains under medical supervision.